Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure to add stimulation in right leg. The patient was doing well following the procedure. No negative changes in stimulation were experienced prior to revision.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), product description: linear st lead, 70cm.